Manufacturer narrative:
(B)(4).customer returned pump for an alleged pump error 25 found on (B)(6) 2022. The pump passed the displacement test, active current test, sleep current test and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully downloaded history files and traces using thump. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcba 1. Pump error 25 was found in the history files or traces on event date of (B)(6) 2022 at 9:00pm, an unexpected change battery fault (73) was found in the pump history files and traces on event date of (B)(6) 2022 at 6:00 pm, an unexpected replace battery alarm now (11) was found in the pump history files and traces on (B)(6) 2022 at 10:31 pm. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. However, moisture damage is confirmed isolated to the battery tube. After disconnecting and reconnecting the internal lithium backup battery connector on j6/pcba 1, the pump was monitored and functioned properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, corroded battery tube. Pump error 25 found was confirmed due to a connector resistance issue with the j6 connector on pcba 1. Corroded battery tube was confirmed.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump alarmed power error detected alarm. Customer was able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for the analysis.